Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and migration.

Event description:
Patient reported right side feels firm and looks abnormal due to capsular contracture, which indicates right side capsular contracture baker grade iii with no treatment. Healthcare professional later reported right side implant migration via device tracking form. Device has been explanted and replaced.